Event description:
This event was reported to shockwave via a non-shockwave sponsored japan post-market clinical study (marble j), a prospective, multicenter study evaluating the shockwave c2 coronary intravascular lithotripsy system in calcified coronary artery lesions. A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used during a procedure, and the patient experienced a myocardial infarction (mi) and revascularization. The reported information did not specify whether the event occurred before, during, or following the ivl procedure. During the procedure, 30 ivl pulses were delivered to the left anterior descending artery (lad #6) and an occlusion was confirmed. Balloon dilation with a ryusei balloon for five minutes temporarily improved flow. Optical coherence tomography (oct) revealed a reflux dissection, and a nagomi stent was placed. Thereafter, the first diagonal branch of the lad (d1) became occluded; balloon dilation of d1 failed to restore flow. The occlusion was attributed to a dissection, and the procedure was terminated. The patient was discharged and had outpatient follow-ups on (B)(6) 2026 with no particular problems. The physician believes the shockwave ivl device contributed to the patient's mi and revascularization. However, there was no report of a device malfunction related to the ivl catheter, and there is insufficient information to assess the relationship to the ivl catheter.

Manufacturer narrative:
The device referenced in this report is not expected to be returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the flow limiting dissection, occlusion, and subsequent myocardial infarction and revascularization could not be definitively determined. The physician reported that the mi and revascularization may have been related to the ivl catheter. There was no report of a device malfunction related to the ivl catheter, and there is insufficient information to assess the relationship to the ivl catheter. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.